Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: first name and last name of initial reporter is unknown. G2: country of event - japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal fixation surgery at levels t9, t10, l1, and l2. Preoperative diagnosis of this surgery was th11 vertebral fracture. It was reported that the cement was leaked from the screw head during cement filling on the right side of t9 and l1 levels, requiring cement removal which caused minor procedural delay. There were no patient symptoms reported. There were no further complications reported regarding the event. The filler device and tip were reported because they were in contact with cement at the time of the cement leak. Probably no problem with the screw and cement was actually had a leak problem.